Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim adn gastrointestinal/pelvic floor therapy. It was reported that the agent received a call from the patient in regards to having issues with all the implants they had ever had since first getting them in 2003. The caller stated that they were told they shouldn't have had the device replaced this much. The caller stated that every three-four years they hit a plateau with the implant, and it seemed like the machine was fighting them. The caller stated that the implant was good for about two years before it seemed like it needed to be replaced again. The caller stated that they were unsure what was causing this and had chalked it up to their other conditions. The caller stated that the fear right now was that if they make a wrong adjustment they will need the device replaced imminently. The caller stated when they did that a few years ago and "it was uh-oh" it wasn't functioning and they had to be rushed to an or. Caller stated that the healthcare provider (hcp)'s whole thing (with adjusting) was the issues they were having with the nerve damage and issues with their leg they would feel the stim in different places. The caller stated that they were sold on the device believing it would help them, but it hasn't helped them in over the 20 years they've had it. Caller stated that they have never liked the implants, but hadn't found a alternative solution to their problem so they keep getting implanted. Caller stated that the devices will work for them for a year or two and then they won't be effective anymore. Patient stated that they were unsure if it was due to their walk and stated that they walk funny. Caller stated that their foot will literally stick out and that they walk like a penguin. Caller stated that back in february they were told that they have a hair-line shift "that it dipped and that the wire moved a little bit, but it shouldn't have it effected the therapy that much." Caller stated that the hcp stated they didn't put it there and were rushed into surgery and that's how they had the last two replaced.